Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and the information provided, organic silicone was detected as the remaining foreign material in the a/w nozzle, and component analysis was conducted. Since the material is not used for endoscope, it was judged that the material originated from the facility environment. Moreover, it was difficult to identify the origin of organic silicone since it was used in a wide variety of products; however, it was possible that it was a chemical solution such as an antifoam agent. For the cause of the material remained in the a/w nozzle, it could not be specify since no issues were found with the reprocessing status at the facility according to the investigation results. It was presumed that the stain adhered during procedure for some season and could not be removed sufficiently and remained in the nozzle. There was no damage to the area where the foreign material was detected. The event can be detected and prevented by following the instructions for use which state: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.